Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported issue. As a precautionary measure, an inspection of the ventilator was performed. The ventilator passed calibrations, extended self-tests (est), short self-tests (sst), performance verification tests (pvt), and electrical safety tests. The customer to run ventilator for 48 hours prior to return to service.

Event description:
It was reported that a ventilator displayed an error code associated with loss of ventilation. There was no report of patient involvement.